Event description:
The patient was revised due to dislocation and pseudotumor.

Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Initial review identified that investigational input would be required from applied research and bioengineering. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to applied research and bioengineering. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undeterminable , from the limited data provided it is not possible to say what caused the pseudotumor or tissue necrosis. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.